Event description:
A report was received that the patient was experiencing communication difficulties between her remote control and her ipg. The physician recommended a ipg replacement but the procedure has been postponed as the patient was diagnosed with lukemia (not device related).

Manufacturer narrative:
Additional information received indicated that the physician replaced the patient's ipg and the patient is doing well. A returned product analysis indicated that the complaint of telemetry anomaly was confirmed. A known good coil was substituted and telemetry functions returned to normal. The root-cause of the communication anomaly could not be determined.

Event description:
A report was received that the patient was experiencing communication difficulties between her remote control and her ipg. The physician recommended a ipg replacement but the procedure has been postponed as the patient was diagnosed with leukemia (not device related).